Event description:
It was reported that a device revision was planned and performed in a patient. High impedance was reported, described as 13 of 16 contacts measuring greater than 40,000 ohms, and it was stated that the high impedance was not observed on the day of surgery. Pt had recent car accident. Troubleshooting was performed and reprogramming was attempted. Both leads were removed (explant) and replaced without issue, and the implantable pulse generator was replaced due to a normal elective replacement indicator (eri). The patient was reported alive with no injury, and the issue was reported as resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 25-nov-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 25-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.